Event description:
Customer reported a ready of 305 mg/dl during the afternoon. Insulin was taken based on the reading. When the customer retired for the night, their reading was 214 mg/dl. The next morning, the customer was found unconscious at 7:15 am. Their family member brought them apple juice and revived them. Paramedics were not called, but customer was unable to take action to conteract the hypoglycemia. Customer's reading was 47 mg/dl during the morning event. Testing was conducted on the fingers.